Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that during the priming of the hls 7050 circuit no anomalies of any kind were found. The clinicians proceeded with femoral-femoral cannulation with canula hls 17fr arteriosa and hls 21fr venosa. At the start of the extracorporeal circulation there is a problem of negative flow that does not allow systemic perfusion. It is not possible for the clinicians to dispense a flow because the cardiohelp begins to intervene with the mode "zero flow" or prevention of retrograde flow that cannot be permanently disabled. Retrograde flow is generally found when the patient¿s resistance is so high as to overcome the resistance generated by the circuit, resulting in a reversal of the flow, confirmed by the fact that the oxygenated venous line and the non-oxygenated arterial line were present. The correct positioning of the flow sensor, any kinking and the correct cannula-tube connection were evaluated. A test is done to see if the problem is associated with a malfunction of the machine and proceed with the restart, without resolution. The cardiohelp was exchanged but it did not solve the issue. The circuit was correctly assembled and during the priming phase no construction or assembly problems were found. Another attempt was done with a 3/8 connector to loop the system to circulate and a problem in flow occurs, so any problem related to the oxy is excluded. The customer decided to move the arterial cannulation to the left femoral, which however leads to the same problem. Then they decide to change the hls set and proceed with a pls set and a rotaflow. The flow started without difficulty and was possible to hold a flow equal to 40-50% but always with high rpms than normal for the flow delivered. The customer thinks of a problem related to the patient¿s post load (resistance), after an hemo-gas analysis was done and the results were not ¿brilliant¿, with a pulsatile heart and a normal blood pressure the clinicians opt to convert the assistance in venous-venous. Once they moved on to a v-v ECMO, immediately the ratio between rpm and flow improves significantly, thus having yet another proof that the problem was probably due to the patient¿s resistance. It is assumed by the customer that there was a dissection of the vessel or abnormal narrowing of the last. The center does not believe that the problem is attributable to the equipment, but it requires an investigation of the hls set to dispel any doubt and have a certified answer that the problem cannot be attributed to the latter. The cardiohelp and the hls set were exchanged during treatment. The failure occurred during treatment. No harm to any person has been reported. The affected product was investigated by the getinge laboratory on 2024-10-16 with following conclusion: during visual inspection clots were found, as the set was not rinsed out by the customer. The set was cleaned and rinsed out several times in the getinge laboratory before functional testing. There were no abnormalities during flow and pressure testing. Further no pump noise was observed. Therefore the failure could not be confirmed. Additionally a medical consultation was performed by getinge medical affairs on 2024-10-23 with following conclusion: "based on the information presented in the customer complaint single report, the responses provided by the customer to the medical affairs getinge department's questionnaire, and the findings from the customer complaint investigation report, it is apparent that this incident pertains to the backflow prevention/zero flow mode of a cardiohelp-I (ch-I) system, including an hls set advanced. A backflow or retrograde blood flow may occur in an ECMO system when the patient's arterial pressure exceed the pressure generated by the arterial pump of the hls set. As there is unfortunately no data available regarding the patient's vascular pressures, and the related question in the questionnaire was not answered by the customer, this cause for the activation of the backflow prevention cannot be ruled out. In addition, no data is available regarding the patient's medication during the initiation of perfusion, which could have potentially impacted arterial pressure or its progression. Another possible cause of backflow is the incorrect positioning of the flow-/bubble sensor, which may have been mistakenly attached either in reverse on the arterial line or on the venous line. However, as this was correctly checked by the customer and could not be confirmed, it can be ruled out as a cause for the activation of the backflow prevention. Additionally, a malfunction in the centrifugal pump of the hls set could also lead to backflow, such as in the case of rotor blade failure, where the pump is no longer able to transport the appropriate blood volume in relation to rpm, thereby failing to overcome the patient's arterial pressure. Since the malfunction described by the user could not be reproduced or confirmed during the investigation under laboratory conditions, this cause for the activation of the backflow prevention can also be ruled out. The flow reduction reported by the customer could not be confirmed from a technical standpoint. None of the tests performed detected a reduction in flow through the hls module. However, during the assessment and investigation, it was noted that the complaint sample (module and tubing set) was completely filled with blood. The cleaning process revealed significant clotting, characterized by numerous unusually large clots, which had already been visibly evident¿particularly in the tubing set. Due to the extensive clotting, multiple and intensive cleanings were necessary before further testing could be conducted. The large amount of residue (blood, clots, etc.) In the system subsequently led to an increase in pressure during the flushing procedure of the hls set in scope. Additionally, the customer indicated in the customer product complaint single report that an additional connector was installed within the disposable to rule out issues related to increased internal resistance in the oxygenator or pump failure. The customer reported that both of these potential problems were excluded by the installation of the disposable loop (connector between the arterial and venous lines). Therefore, at the time of the incident, there could not have been any visually detectable clots in the system that would have affected the internal pressure or pump flow. Therefore, it can be assumed that these clots developed only afterward (during biohazard handling or shipping), as the hls set under investigation arrived in the laboratory filled with blood and, as a result, had no impact on the backflow prevention described herein. According to the ch-I IFU the venous clamp should be opened first, followed by setting the flow to a rpm that exceeds the patient's arterial pressure by at least 10¿20 mmhg. Then the arterial clamp should be opened to prevent the activation of the backflow prevention mechanism. However, the data on the pump settings at specific times during the incident is missing, making it impossible to consider this as a potential cause. After the decision was made to replace the hls set and the ch-I with a pls set and rotaflow, the customer reported achieving a flow of approximately 40¿50%, albeit only with noticeably high rpm settings. It was only after switching the cannulation from va to vv that the target flow could be achieved without any further issues. As mentioned by the customer in the customer product complaint single report, this further supports the assumption that there was neither a technical problem nor a product malfunction; rather, the high arterial pressure of the patient could not be exceeded with the pump settings made by the customer, resulting in backflow. This backflow was correctly detected by the ch-I, triggering the activation of the backflow prevention mechanism. The customer also speculated that a "dissection of the vessel or abnormal narrowing " might have been present in the affected arterial vessel of the patient. In the case of vascular dissections caused by cannulations, an increase in arterial pressure and a subsequent reduction in flow would typically occur after a short time, rather than backflow. However, there is no further information available as to whether additional investigations were conducted to confirm this. No additional information is available regarding the cannulas used or their condition. They were also not submitted for further investigation. As a note, it is unclear from the complaint narrative whether backflow prevention could not be deactivated by the customer or occurred persistently without a clear cause. In conclusion, the available data does not allow a definitive determination of the cause of the incident. However, based on the customer's description, and the customer complaint investigation report, it can be inferred that the likely cause may have been an increased arterial resistance and/or improper settings on the ch-I arterial pump prior to the opening of the arterial clamp. Finally, no affects were reported for the patient secondary to the reported event or the product exchange. " according to the instructions for use of the hls set, in chapter ¿starting perfusion¿, it is stated that ¿for a v-v-ecls application, release the clamps and set the desired blood flow.for a v-a-ecls application, open the clamp on the red line. Note the arterial pressure value (part). Close the clamp on the red line again. Open the clamp on the blue line. Increase the speed until you reach a pressure of 10-20 mmhg above the previously noted arterial pressure (part). Open the clamp on the red line. Set the desired blood flow. At the beginning of the perfusion, make sure that the resistance of the patient is overcome by using an adequate speed for the cardiohelp-I and avoiding a backflow. In chapter ¿safety instructions for the oxygenator¿, it is also said that ¿avoid releasing occlusion on the blood outlet side of the hls module advanced when the pump is operating at high speed, because sudden acceleration of the blood flow may cause negative pressure on the blood side¿, as well as ¿the centrifugal pump can create a high negative pressure on the venous side. This can lead to gas bubbles forming and increased hemolysis in the patient. Avoid high speed coupled with minimal flow. Monitor the negative pressure on the venous side¿ in the chapter ¿safety instructions for the centrifugal pump¿. The production records of the affected product were reviewed on 2024-10-16. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regard to the reported product and failure. Based on the results the reported failure "flow issue" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that during the priming of the hls 7050 circuit no anomalies of any kind were found. The clinicians proceeded with femoral-femoral cannulation with canula hls 17fr arteriosa and hls 21fr venosa. At the start of the extracorporeal circulation there was a problem of negative flow that did not allow systemic perfusion. It was not possible for the clinicians to dispense a flow because the cardiohelp begins to intervene with the mode "zero flow" or prevention of retrograde flow that cannot be permanently disabled. Retrograde flow is generally found when the patient¿s resistance is so high as to overcome the resistance generated by the circuit, resulting in a reversal of the flow, confirmed by the fact that the oxygenated venous line and the non-oxygenated arterial line were present. The correct positioning of the flow sensor, any kinking and the correct cannula-tube connection were evaluated. A test was done to see if the problem was associated with a malfunction of the machine and proceed with the restart, without resolution. The cardiohelp was exchanged but it did not solve the issue. The circuit was correctly assembled and during the priming phase no construction or assembly problems were found. Another attempt was done with a 3/8 connector to loop the system to circulate and a problem in flow occurs, so any problem related to the oxy is excluded. The customer decided to move the arterial cannulation to the left femoral, which however led to the same problem. Then they decide to change the hls set and proceed with a pls set and a rotaflow. The flow started without difficulty and was possible to hold a flow equal to 40-50% but always with high rpms than normal for the flow delivered. The customer thinks of a problem related to the patient¿s post load (resistance), after an hemo-gas analysis was done and the results were not ideal, with a pulsatile heart and a normal blood pressure the clinicians opt to convert the assistance in venous-venous. Once they moved on to a v-v ECMO, immediately the ratio between rpm and flow improved significantly, thus having yet another proof that the problem was probably due to the patient¿s resistance. The cardiohelp and the hls set were exchanged during treatment. The failure occurred during treatment. No harm to any person has been reported. The cardiohelp and the hls set were exchanged during treatment. Therefore, a report is needed. Complaint ID # (B)(4).

Manufacturer narrative:
The affected product was investigated by the getinge laboratory on 2024-10-16 with following conclusion: during visual inspection clots were found, as the set was not rinsed out by the customer. The set was cleaned and rinsed out several times in the getinge laboratory before functional testing. There were no abnormalities during flow and pressure testing. Further no pump noise was observed. Therefore the failure could not be confirmed. The medical consultation is ongoing. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID (B)(4).